Manufacturer narrative:
Analysis received the unit moisture damage on the lcd board. However, all operating currents were within specifications range. There was no blank display anomaly, unexpected back light, or unexpected alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated the lcd display was blank. The customer stated the insulin pump was exposed to moisture and constant tone was occurring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.